Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure and guided the customer through the reset process, after which the error code did not reappear, allowing the customer to successfully begin their sensor session.